Event description:
Patient received monthly refill of 2 freestyle libre3 cgm sensors. One of the sensors/applicator would not physically twist open despite efforts from patient and this writer, like it was sealed shut. The other cgm sensor he received opened correctly & easily. The 2 sensors were of different lot & sn numbers. Defective sensor information: lot t60001912, sn (B)(6), exp date 10/31/24.